Event description:
The complainant alleged that during a routine shift check by a clinician the device would not charge on several tries and when it did they felt it took too long to charge. The customer's biomed was unable to duplicate the reported malfunction. The complainant indicated there was no pt involvement with this reported malfunction.